Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of its exhaled tidal volume (vte) levels being low was initially confirmed. The asp technician observed that there was a leak coming from the coupler connecting the blower to the cough assist valve. The asp then reseated the coupler to resolve the reported issue. Proper device operation was then observed through functional and performance testing. Based on the information available, it's reasonable to conclude that the cause of the reported issue was operator error due to the asp technician not properly seating the coupler that was connecting the blower to the cough assist valve during prior service activities, and not due to a device malfunction. Once the coupler was properly seated, vte levels were observed to be within specification. H3 other text : serviced by asp.